Manufacturer narrative:
Gold-tite® hexed uniscrew (unihg) was returned for investigation. Visual inspection of the as returned product identified fracture screw's hex head. The heads of the screw was not returned for inspection. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unihg screw fractured.